Manufacturer narrative:
The referenced report of the previous percutaneous lead (driveline) repair was reported under medwatch MFR report #2916596-2016-00080. Unique identifier (UDI): device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years and 3 months. The replaced segment of the percutaneous lead (driveline) was received for investigation. The evaluation is not yet complete. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient presented to the clinic with a break in the gray shrink wrap from a prior percutaneous lead (driveline) repair. In addition, a pump off alarm occurred on (B)(6) 2017. The patient was reported to be asymptomatic. Log files analysis completed by the manufacturer¿s technical services representative revealed a pump stoppage on (B)(6) 2017 while the system was connected to batteries. This type of behavior has been linked to potential issues with the driveline. The physician requested a driveline repair after ¿unroofing¿ an internal portion of the driveline. On (B)(6) 2018, a distal end percutaneous lead (driveline) replacement was performed. No additional information was provided.